Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, the battery longevity is estimated at four months and has dropped significantly more than the timeframe of the last device check. A request was made to have data from this device analyzed. No additional information has been received at this time. The device remains in service. No adverse patient effects were reported.